Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2013 at 4:15 pm. It is unknown what the patient uses to manage her diabetes or if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 25 minutes after the alleged issue first occurred she developed symptoms of ¿extreme sweating.¿ the patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca was able to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.